Manufacturer narrative:
The reported meter was returned and investigated with retain test strips. Visual inspection was performed on the returned meter and no issues were observed. The meter did power on with button depression and with strip insertion. A control solution testing was performed on retain strips and all results were satisfactory. No malfunction or product deficiency was identified. The reported test strips have not been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   A DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification.  If the reported test strips are returned, an investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 400 mg/dl and 112 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 400 mg/dl and 112 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.